Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2017, the patient underwent reintervention for a type ii endoleak originating from the inferior mesenteric artery (ima) and embolization of the ima with onyx embolic material was performed. The endoleak was resolved. On (B)(6) 2017, the patient underwent an ir abdominal aortogram for a suspected type iii or ilear lumbar type ii endoleak. On (B)(6) 2017, the patient underwent reintervention for treatment of a suspected type iii endoleak caused by a hole in the graft of the ipsilateral leg of the trunk component. The ipsilateral leg on the left side was relined with a contralateral leg component (B)(4). The patient tolerated the procedure and the endoleak was resolved. It was reported that the hole is thought to have been caused during the embolization procedure performed on the patient with onyx according to the physician. The physician additionally reports there was some aneurysm enlargement however the exact amount is unknown.

Manufacturer narrative:
Corrected/additional information: images dated 11/21/17 were provided to gore for review but did not provide for evaluation as to type of endoleak or aneurysm enlargement.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Images were provided to gore for review but did not provide evaluation as to the event. Additional information has been requested however none has been provided. A supplemental medwatch will be submitted accordingly if additional pertinent information is obtained.

Manufacturer narrative:
According to the instructions for use (IFU) for the gore® excluder® aaa endrostheses; adverse events that may occur include, but are not limited to include: endoleak, embolization.

Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: lotemax, lasix, lanoxin, omega dha, co q-10, tylenol, toprol xl, uroxatral, synthroid, zocor, coumadin. (B)(4).

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endrostheses featuring c3® delivery system. The patient tolerated the procedure. On (B)(6) 2017, the patient underwent reintervention for treatment of a type iii endoleak caused by a hole in the graft of the ipsilateral leg of the trunk component. The ipsilateral leg on the left side was relined with a contralateral leg component plc201400/13893808. The patient tolerated the procedure and the endoleak was resolved. It was reported that the hole/perforation is thought to have been caused during one of two embolization procedures performed on the patient with onyx coils according to the physician. The physician additionally reports some aneurysm enlargement, however the exact amount is unknown.